Event description:
It was reported the patient presented for replacement procedure. During interrogation prior to procedure, it was noted the ventricular leadless pacemaker (lp) was at elective replacement indicator (eri) due to high capture threshold. Retrieval was attempted but unsuccessful. The lp was deactivated and replaced on (B)(6) 2026. The patient was in stable condition.